Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly failed to fire and self activated. A coaxial was not used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the device allegedly failed to fire and self activated. A coaxial was not used. There was no reported patient injury

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and the device was received with both slides in their initial positions. On functional evaluation, the drop test was performed and the device passed the drop test. On further evaluation, the device was cocked and fired into the chicken breast for 3 times with each trigger, for a total of 6 tests. The device was able to prime and fire properly. And the device was able to obtain six samples successfully. Upon disassembly, it was observed that the left bumper was bent and also observed that the tangs did not appear to be damaged or deformed. Upon dimensional observation, both the canula and stylet outer tangs were measured and measurements were within the acceptable range. Therefore, the investigation for the reported self-activation is unconfirmed as the device passed the drop test and the investigation for the reported failure to fire is also unconfirmed as the device was able to fire & obtain samples without issues. A definitive root cause for the alleged self-activation and failure to fire could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.